Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken striated. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.